Manufacturer narrative:
There is no allegation against device functionality. The system was explanted secondary due to pocket infection. At this time, investigation is complete. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this device system was explanted secondary due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.